Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the screw broke during placement in the femoral tunnel. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-4020c-07 interference screw, serial/batch number (B)(6) was received for investigation. No functional testing performed due to the damage of the returned device. Visual evaluation found that the screw was completely damaged. The causes remain undetermined.